Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the cooling system was not functioning properly, as the knife activation was intermittently turning on and off during setup involving an olympus xenon light source. There was no patient injury reported.